Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose was 559 mg/dl. Customer had treated blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Customer's alarm history also showed a no delivery alarm had occurred. It was also found that the customer had a bent cannula after removing the infusion set. Advised the customer to change out the entire infusion set, reservoir, and insulin. No additional info provided.